Event description:
The customer contacted philips healthcare to send the heartstart xl for maintenance with the option to have it repaired. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.